Event description:
A medtronic representative reported that the camera in or-6 was not connecting to the i7. They said it occurred during a trans-oral c1-c2 fusion case, and she asked them to reset the niu, but this did not resolve the issue. She then asked them to try shutting down and rebooting the system. They then shut down and rebooted the system with no change in status. Then they reset the niu which did not resolve the issue. Then they shut down the system again and the localizer showed connected. They were able to proceed with navigation and the procedure. There was no impact to the patient.

Manufacturer narrative:
The log files were returned and found to be inconclusive. A medtronic rep confirmed that the usb configuration was correct with the i7 system and was able to reproduce the reported event. An RMA was issued for the transceiver. The transceiver has been returned to the manufacturer and has not been evaluated as of the date of this report. A medtronic rep confirmed that a replacement transceiver resolved the issue and the system was working properly.

Manufacturer narrative:
The i7 system transceiver was received by the manufacturer. During testing the transceiver was powered on and no issues with communication to the camera were observed. Power was cycled several times and each time the transceiver successfully established communication with the camera. The system ran for several days with no communication issues observed. Repeated the testing several times over a 2 week period and no issues were observed. Replacing the transceiver has been reported to have resolved the issue onsite.